Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the laparoscopic procedure of sleeve, the thread got broke. Suture come out of the wedge of the needle. Opened new reload to resolved the issue. No patient injury.